Manufacturer narrative:
Visual examination of the stent revealed damage to the distal end. The distal stent struts were stretched distally towards the tip. This type of damage is usually consistent with the device meeting some form of restriction. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.

Event description:
This complaint is now reportable based on the analysis completed on 01/19/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x20mm taxus liberte drug eluting stent (des) was unable to cross the distal right coronary artery (rca). No patient complications were reported. However, returned product analysis revealed stent damage.